Manufacturer narrative:
The catheters were disposed of and will not be returned. No product investigation could be conducted. Also, no lot number was provided by the customer, therefore the device history record review could not be completed. Concomitant products: carto 3 system: us catalog # fg540000, serial #(B)(4). Lasso 2515 nav: us catalog# ln122515ct, lot# 15635872l.

Event description:
It was reported that a pulmonary vein isolation procedure started at around 8:00am. At around 9:00am, the patient's blood pressure was going down. Ultrasound was performed on the heart at 9:20am and a pericardial effusion was found. A paracentesis was performed at 9:50am. Blood was drained and tamponade was found. Additional information has been requested but no response has been received at this time. Any additional information received will be submitted to the FDA in a supplemental report.